Event description:
It was reported that a clinical trial patient's spinal cord stimulation system was explanted due to discomfort. It is not known where the location of the discomfort was located at.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4); product family: scs-linear leads upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that a clinical trial patient's spinal cord stimulation system was explanted due to discomfort. It is not known where the location of the discomfort was located at. Additional information was received indicating that the patient's discomfort was located at the ipg site, which was caused by the device and not the procedure or stimulation.